Event description:
It was reported the patient received inappropriate shocks due to noise and oversensing. The lead was replaced. It was also reported the patient was well after getting the new lead.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.